Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, it was confirmed fluoroscopically that only the proximal half was inflated while the distal side was not inflated. The customer manually inflated the iab with a syringe without issue. However, once the iab was reconnected to the console again, it still would not inflate. The console was then swapped out with another, but the issue continued. The iab was then replaced with a new one, but this did not resolve the issue either. Therapy was continued using the second iab. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab used.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, it was confirmed fluoroscopically that only the proximal half was inflated while the distal side was not inflated. The customer manually inflated the iab with a syringe without issue. However, once the iab was reconnected to the console again, it still would not inflate. The console was then swapped out with another, but the issue continued. The iab was then replaced with a new one, but this did not resolve the issue either. Therapy was continued using the second iab. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab used.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4). H3 other text: device not returned.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, it was confirmed fluoroscopically that only the proximal half was inflated while the distal side was not inflated. The customer manually inflated the iab with a syringe without issue. However, once the iab was reconnected to the console again, it still would not inflate. The console was then swapped out with another, but the issue continued. The iab was then replaced with a new one, but this did not resolve the issue either. Therapy was continued using the second iab. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab used.